Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent surgery, the evac 70 xtra wand was sparking and the tissue could not be cut. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. There is separation and signs of arcing between the spacer and the shaft. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found it registered settings (7,3). The wand was able to generate low energy and occasional visible plasma. There was no arcing observed during testing between the spacer and shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.